Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra meter had missing segments in the display. The mother said that, due to the missing segments issue, the reported meter displayed only 2 digits while the patient felt thirsty and had a stomachache. The mother said the patient misinterpreted the meter reading; however, the specific misinterpreted reading(s) were not provided. The patient took 7 units of insulin following use of the meter. The mother said the patient uses an insulin pump; however, information was not provided regarding the patient's usual insulin regimen versus the type and dose taken following use of the meter. The mother said the patient tested with another, unidentified meter, and obtained a result of 748 mg/dl. The one touch ultra meter displays "hi" for blood glucose readings > 600 mg/dl. The mother said the patient took insulin in 2007 at 10:00 pm, and the blood glucose readings started coming down. Specific subsequent blood glucose readings were not provided. The mother said the patient did not go to the ER or receive treatment from a medical professional at the time of concern. The customer care advocate (cca) noted the alleged missing segments in the meter displays issue. The duration of the meter issue was not provided. The meter, test strips, and control solution were replaced. The complaint is reported because the mother alleges that the lfs meter had missing segments and displayed only 2 digits while the patient experienced symptoms that suggested hyperglycemia and a hyperglycemic reading on another meter. The patient self-treated with insulin via his insulin pump.